Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room. There was possible undersensing on the right atrial (ra) lead. It was also noted that there was ventricular sensing at the same time as an atrial deflection on the electrogram with no atrial channel marker. Atrial lead dislodgement was suspected. Atrial sensitivity was reprogrammed to see the atrial events. It was further reported that the patient expired approximately two weeks later. No further information was able to be obtained.